Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported the additive was discolored with an unspecified bd citrate blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before using sodium citrate. Check the tube within expiry date, the additive was brown.